Event description:
It was reported that two epicardial right ventricular (rv) leads had unacceptably high thresholds. The leads were both capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 506852 lead, implanted: (B)(6) 2000; 305u27 tissue valve, implanted: (B)(6) 2011; 310c31 tissue valve, implanted: (B)(6) 2014. (B)(4).